Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2016, the patient stated that her pump had never worked ¿since the first day she had it¿ and her spasticity was so bad that she could not even bend her knees. Additional information was requested regarding drug information, patient medical history, troubleshooting and diagnostics performed, actions/interventions taken, the cause of the spasticity, and resolution of the spasticity. A supplemental report will be submitted if additional information is received.